Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was over 600 mg/dl. It was stated that the insulin pump not giving enough insulin, blood glucose were high. Customer had been giving shots for the past month. Customer checked history and there were insulin flow blocked and insert battery alarms. The pump will not be returned for analysis.